Event description:
Initial result for a pt ast was 101 u/l. When repeated, the results were 25 and 21 u/l. The incorrect result was not used to guide therapy. The field service representative found a loose wire on the rs valve and repaired the instrument by replacing the wire.